Event description:
The customer reported via phone call that he had experienced low blood glucose levels during the week prior to the call. The customer's blood glucose was 29 mg/dl. The customer was reminded of the low blood glucose safety procedures and recommended that he speak with his doctor regarding a plan of action for the further. He declined troubleshooting assistance regarding the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.